Event description:
There was an allegation of a loud scraping/crashing noise coming from the rinse head or the analyzer and questionable results for multiple samples. Data was provided for one sample as an example. The initial calcium result was 5.5 mg/dl and was reported outside of the laboratory. The repeat result was 9.8 mg/dl and was believed to be correct. The reagent lot number was 541101. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer found the nozzle on the rinse head was bent and intermittently crashing which was preventing proper rinsing of the cuvettes. He adjusted the nozzle and replaced all cuvettes. He ran mechanism checks, all qc, and precision testing which passed. The investigation determined the service actions resolved the issue.